Event description:
It was reported, that this right ventricular (rv) lead. Exhibited high shock lead impedances out of range. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.